Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: promus elite ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a complete hypotube break located at approximately 118.5cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on 22dec2022. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 16 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed using alternate method or device. No patient complications nor injuries were reported. However, returned device analysis revealed hypotube break.